Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney".

Event description:
Patient was revised to address reaction to metal and osteolysis. Update litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and difficulty ambulating. Update after review of the medical records for MDR reportability, the revision operative note indicated metallosis, pseudotumor, and corrosion on the head/neck junction. Lab results indicated metal ions levels above 7 ppb. There was no mention of osteolysis as previously stated. Update in addition to what were previously alleged, ppf alleges pseudotumor, pulmonary embolism, metal wear, metallosis, and elevated metal ions. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip).